Manufacturer narrative:
The catheter was received with an attached monoject 1.5cc limited volume syringe. The pressure monitoring unit was not returned. Interlumen leakage was found to be in the backform between the p.a. Distal lumen and optics lumen. The proximal injectate and proximal infusion lumens were patent without any leakage or occlusion. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. There was no visible damage observed from the catheter body or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The reported event of "gradual loss of pa waveform" and leakage issue was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Event description:
It was reported that there was a gradual loss of pa waveform after pa catheter placement. The cvp waveform appeared to remain accurate. A "puddle" of blood was noted on the floor under the connection of the pa catheter optical module. Upon closer inspection, blood was noted to be leaking out of the white optical module port of the pa catheter. A flattened pa waveform was observed, the sqi value was reading 4. The device was removed and there were no patient complications reported. It was indicated that it is not known if another device was inserted. The patient was discharged.